Manufacturer narrative:
Upon investigation of the actual device used in this incident found that the main drawer had defective rails. A field service engineer replaced the upgraded half-height cubie drawer on the main unit because the drawer had faulty rails. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was not opening. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.